Event description:
On (B)(6) 2012, it was reported that the pt began having problems with her infusion device after performing an insulin cartridge change. The plunger was stuck to the plunger holder. The issue began one week prior to reporting the issue. The pt has twice had elevated blood glucose levels, as high as 320 mg/dl, and once had a low blood glucose level. She does not have trust in the infusion device any longer. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.